Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was intermittently cutting out during a planned treatment and the procedure was completed by restart of the system. The (rse) inspected the system on remote service and confirmed the reported issue. To resolve the issue system was restarted completely, the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported that the wireless footswitch could not connect to the base station. System restart resolved this issue. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.